Event description:
It was reported that complete heart block occurred. Vascular access was obtained via a right transfemoral approach. A 15f isleeve introducer sheath was placed. Balloon aortic valvuloplasty (bav) was performed with a 20mm non-bsc balloon. The native aortic valve had severe calcifications extending into the left ventricular outflow tract (lvot). As the 20mm non-bsc balloon catheter was being removed from the 15f isleeve introducer sheath, the 15f isleeve introducer sheath was backing out of the right femoral artery (rfa) with the 20mm non-bsc balloon catheter. Most of the 15f isleeve introducer sheath remained in the artery after the 20mm non-bsc balloon catheter was removed. The isleeve dilator was inserted into the 15f isleeve introducer sheath. The 15f isleeve introducer sheath was reintroduced and sutured into place. A 25mm lotus edge valve was successfully implanted to treat the native aortic valve. The patient developed complete heart block requiring temporary transvenions pacing during the deployment of the 25mm lotus edge valve. The nosecone of the lotus edge delivery system was recaptured. As the lotus edge delivery system catheter was being withdrawn, the tip of the 15f isleeve introducer sheath and the lotus edge delivery system catheter were not in the same plane, suggesting that the liner of the 15 isleeve had split apart. The lotus edge delivery system catheter and 15f isleeve introducer sheath were removed as one unit, leaving guidewire access. Manual pressure was applied to puncture site while a 16fr non-bsc sheath was advanced over the guidewire into the rfa. Contralateral contrast injections of the right common iliac, external iliac and femoral arteries showed no signs injury to the leg. The 16fr non-bsc sheath was removed and hemostasis was achieved. The following day, a permanent pacemaker was implanted. The patient is recovering.